Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was damaged and would not open and close all the way. It was further observed that the device could not secure the cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the chuck device was damaged and would not open and close all the way. During in-house engineering evaluation, it was observed that the device could not secure the cutter device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.